Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es patient results (patient 1 result = 0.269 ng/ml; patient 2 result = 0.208 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected patient samples (repeat patient 1 result < 0.012 ng/ml; repeat patient 2 result < 0.012 ng/ml), and corrected reports were issued. There was no report of harm to the patients as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Performance testing following sample and reagent metering proboscis replacement demonstrated that the equipment was operating as intended. The assignable root cause for patient sample 1 is an equipment related issue. However, improper pre-analytical sample processing cannot be ruled out as a contributing factor. For patient sample 2, a definitive root cause for the event could not be determined. However, improper pre-analytical sample processing cannot be ruled out as a contributing factor. There was no evidence that the vitros trop I es reagent had malfunctioned.